Event description:
It was reported that there was an issue with fd396r - krayenbuehl nerv hkshrtball-tip185mm. According to the complaint description, the ball hook broke and a piece remained in the patient. This occurred during surgery for herniated cervical disc via anterolateral approach. The fragment was unable to be removed the same day. A similar device was used to complete the procedure. The tip was removed later, on (B)(6) 2024. The patient was then discharged on (B)(6) 2024. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h3 - yes, evaluation h6 - codes updated investigation results: a visual and microscopic examination was carried out. A broken off working end due to overload was detected. A large number of signs of wear were found, especially at the working end. These include pressure, impacts and scratch points.when examining the fracture surface, no material damage (inclusions, cavities, etc.) Or indications of a manufacturing defect were found. In addition, the description of the case shows that the instrument was purchased 2016 and is therefore 8 years old. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s). The batch for this instrument is not known, but the following batch could be determined for the year of manufacture 2016 and the check could be carried out: 52199637. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based upon the investigation results, a definite root cause cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. However, the following information from the instructions for use (IFU)(ta015902 2023-02 change no. Ae0062576) should be observed: "micro hooks are used to hold tissues, nerves, organs and/or vessels. To prevent damage caused by improper setup or operation, and to not compromise the manufacturer warranty and liability: - use the product only according to these instructions for use. - follow the safety and maintenance instructions." Based upon the investigation results, a CAPA is not required.